Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right cavernous internal carotid artery (ica) aneurysm with 4 telescoping pipeline embolization devices (peds), a balloon angioplasty was required to open the devices due to slow right ica flow after delivery of the 4 peds (MDR MFR# 2029214-2015-00266, MDR MFR# 2029214-2015-00267, MDR MFR# 2029214-2015-00268, MDR MFR# 2029214-2015-00269). It was reported that the vessel measurements from prior CT imaging indicated a proximal vessel diameter of 4.7 mm; however, the aneurysm size, neck width, and distal vessel diameters are unknown, as measurements were not taken due to technical difficulties encountered with the imaging equipment during the case. Abciximab was administered intravenously following implantation. It was reported that a balloon catheter was used to perform angioplasty from the proximal to distal aspects of the 4 device constructs. The flow improved immediately following administration of abciximab and balloon angioplasty of the devices. There are no samples to return as they were all implanted. The patient was not harmed during the procedure, and was doing well following the procedure.

Manufacturer narrative:
The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience.the devices were not returned for analysis; therefore the complaints could not be confirmed, and the event causes could not be determined. Same event as reported in MDR MFR# 2029214-2015-00266, 2029214-2015-00267, 2029214-2015-00268, 2029214-2015-00269.(B)(4).